Manufacturer narrative:
An event of leaflet dislodgment during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the potential cause of the reported incident could be due to manipulations during the procedure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm regent aortic mechanical heart valve was implanted. During the procedure, one of the valve leaflets fell off due to operations (disassembly and knotting.) The leaflet dislodged as one piece. Prior to dislodging, the valve was not rotated with the valve rotator, no instrument was in contact with the valve, and nothing else other than the holder handle was used to position the valve. Thoracoscopy, transesophageal ultrasound, trans-cardiac ultrasound and intraoperative chest radiography were performed, but could not accurately locate the valve leaflet. Therefore, the valve with the dislodge leaflet was removed from the patient and a new 23mm regent aortic mechanical heart valve was implanted. After closing the chest, emergency head thoracoabdominal CT was performed and discovered the leaflet located at the bifurcation of the left and right iliac arteries. The patient was planned for interventional surgery in six months time. The patient remained hemodynamically stable throughout the procedure and no clinically significant prolonged procedure time was reported. The patient was reported to have been discharged home from the hospital in stable condition.